Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID evfxplus-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a product ID {non-medtronic closure system}; product lot/serial number {unknown}; product type: {suture-mediated closure system}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve via the transfemoral approach, upon securing the non-medtronic closure system with a knot pusher, the system was pulled and a dissection at the access site was observed. Subsequently, surgical repair was performed to address the dissection and a non-medtronic vascular graft was placed. Following surgical repair, the patient's hemodynamics stabilized and was extubated. Per the physician, the non-medtronic closure system caused the dissection.

Event description:
Additional information was received that the sheath was not a medtronic device.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve via the transfemoral approach, upon securing the non-medtronic (perclose) closure system with a knot pusher, the system was pulled and a dissection at the access site was observed. Subsequently, surgical repair was performed to address the dissection and a non-medtronic (gore propaten) vascular graft was placed. Following surgical repair, the patient's hemodynamics stabilized and was extubated. Per the physician, the non-medtronic (perclose) closure system caused the dissection. Additional information was received that right femoral access was used for the delivery catheter system (dcs), which was the location of the dissection. The minimum diameter of the access vessel was 5 mm. Per the physician, the dcs nor guidewire contributed to the dissection, but it was possibly caused by the sheath. Calcification of the patient's anatomy contributed to the dissection.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.